Event description:
The manufacturer was contacted in reference to the voluntary field safetly notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging the device giving headaches and causing hard time sleeping. There was no report of serious patient harm or injury. The manufactuer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Section h6 updated/corrected.